Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant product(s): a 139254, m2a-magnum 42-50mm tpr insrt-3, 386510. Us157856, m2a-magnum pf cup 56odx50id, 057850. A 11-104213, mlry-hd lat por fmrl 13x170mm, 287320. Discarded.

Event description:
It was reported that the patient underwent initial right hip arthroplasty. Subsequently, the patient was revised due to pain, metallosis, and elevated metal ion levels. Attempts have been made and additional information on the reported event is unavailable.